Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed a "defib fault 72" message. Also, after hosp power went down the device would not power up with battery. Complainant indicated that there was no pt involvement in the reported malfunction.